Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer had frequent no response when the up and down arrow buttons were pressed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit passed self-test. Unable to perform displacement test due to missing retainer. Unit was received with missing reservoir tube o-ring, pillowing keypad overlay, keypad overlay texture damage, minor scratches on case, cracked select button keypad overlay, corroded battery tube, end cap address label missing and minor scratches on lcd window.